Manufacturer narrative:
(B)(4).

Event description:
It was reported, the patient had intermittent stimulation and then no stimulation a few weeks later. High and out-of-range impedances were noted. The two leads were replaced and impedances post-revision were in-range. The patient was receiving very good stimulation to the painful area.